Event description:
On 2 recent occasions the jar has blown the lid and clamp off as the medical technologist was tightening the clamp on the jar. (Proper procedure). Personnel were hit with lid and/or clamp. Both clamps broke.